Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 19.6 mmol/l (352.8 mg/dl) while wearing the pod between 1 and 4 hours on the arm. The needle mechanism did not fully deploy as intended. As treatment for high bgs, a new pod was placed and gave a pen correction.